Event description:
Sales representative reported that the physician had difficulty retrieving the filterwire ez protection wire after stent deployment in a saphenous vein graft (svg) lesion. A dissection occurred proximal to the stent placement site in the svg. Dissection was successfully treated with an additional stent. The procedure was successfully completed.